Event description:
It was reported that the sponge of a minicap came out of the cap. There was no patient involvement as this occurred before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was returned for evaluation. Visual inspection verified the reported condition; the sponge was found to be inside of the foil pouch but out of the minicap. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA was referenced for this event. Should additional relevant information become available, a follow-up report will be submitted.